Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and reproduced the reported issue. The fse removed and replaced the drive manifold as required due to k7 valve failing. Once replaced the unit passed all functional and safety tests per factory specifications. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure and an error code #57. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
.

Event description:
The cs300 intra-aortic balloon pump (iabp) generated an autofill failure and an error code #57 while in use on a patient. No patient injury or harm reported. No adverse event reported.